Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: no samples available from customer and no unit in stock. Analysis and results: analysis and results: there is a previous complaint of this code batch but regarding another issue. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Without samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: not justified: without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. H3 other text: device not returned.

Event description:
Country of complaint: japan. When using samples of the product, the thread would not come off the needle easily. The surgeon cut the thread to finish the operation. There was the possibility of bending or missing the needle when trying to detach strongly. The surgeon pointed out that it was difficult to use regularly.